Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates the ipg was replaced due to the patient not receiving effective therapy. Issue resolved with surgical intervention.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced for an unknown reason.